Event description:
A customer reported a software bug which resulted in incorrect sample identification. When one sample on a plate was assigned a new identifier, the rest of the samples on the plate were automatically renamed. Additionally, a pop-up error message appeared on the screen. The medical device involved was quantstudio dx real-time pcr instrument (catalog no. 4484383, serial no. (B)(4)). No patient involvement reported. The company event tracking no. Is (B)(4).

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. The instrument was investigated on site. The root cause was determined to be a software design issue which prevented the customer from obtaining results after a run. To by-pass the software issue, the field application specialist instructed the customer on how to use the "import from file" function in the software. This allowed the customer to obtain results after the run. The software issue has been addressed and a new version of the software is scheduled for release.